Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between august 13, 2025 ¿ august 14, 2025. H11: the device was received for evaluation. A visual inspection was performed, and a leak from the untightened winged luer cap was observed. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed after securely connecting the winged luer cap, and no leaks were observed. The reported condition was verified. The cause was determined to be from use error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked unspecified location. The device contained fluorouracil and dextrose solution. This was observed prior to patient use. There was no patient involvement. No additional information is available.